Manufacturer narrative:
Concomitant medical products: 419478 lead implanted: (B)(6) 2010 and dtbb1d4 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable thresholds and a gradual decrease in impedance measurements. Approximately fifteen days later, the patient experienced near syncope. The lead remains in use. No further patient complications have been reported as a result of this event.